Event description:
It was reported that the patient had been previously treated using embolization coils with an lvis evo on (B)(6) 2023 under double anti aggregation. The test on (B)(6) was reported to be okay. Revision of the aneurysm (v4) with two fred jr. Devices inside the lvis evo. Control was reported perfect. Complete thrombosis at day 4 is reported of both fred jr. Devices. The patient is still in ICU.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images / media provided for review; therefore, the alleged product issue cannot be verified. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies thrombus as a potential complication associated with use of the device. This MDR is related to 2032493-2023-00884 (B)(6).

Manufacturer narrative:
Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves ¿ device migration ¿ distal embolization ¿ headache ¿ incomplete aneurysm occlusion ¿ neurologic deficits including stroke and/or death ¿ perforation or dissection of the vessel(s) ¿ pseudoaneurysm formation ¿ rupture or perforation of aneurysm ¿ transient ischemic attack (tia) or ischemic stroke ¿ vasospasm ¿ vessel occlusion ¿ vessel stenosis or thrombosis warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred jr. System should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred jr. System can potentially result in loss or damage to the device and delivery components. It is imperative to use the fred jr. System with a headway® 21 microcatheter. If repeated friction is encountered during fred jr. System delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred jr. System in the parent vessel without fully retrieving the device. The fred jr. System must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred jr. System with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 12. Advance the delivery wire to transfer the fred jr. System from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred jr. System. 13. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred jr. System. 15. Position the fred jr. System for deployment by aligning the fred jr. System implant distal radiopaque end markers approximately 3 mm past the aneurysm neck or approximately half the width of the neck past the neck for larger aneurysms. [Figure 7] note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred jr. System at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred jr. System is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 16. If fred jr. System positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. [Figure 8] caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred jr. System must not be re-deployed more than three times. Caution: the fred jr. System delivery wire should not be utilized as a guidewire. Do not torque the fred jr. System. A torque device should not be used. 17. If fred jr. System positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are approximately 3 mm or approximately half the width of the neck proximal to the aneurysm neck for adequate coverage. Note: the fred jr. System will expand and may foreshorten up to 50% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length of approximately 3 mm or approximately half the width of the neck on each side of the aneurysm neck/target location to ensure appropriate coverage. [Figure 7] warning: do not detach the fred jr. System if it is not properly positioned in the parent vessel. Warning: if applicable, observe fred jr. System marker position during coiling procedure to ensure that the device does not migrate. 19. Carefully inspect the deployed fred jr. Implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the implant is not fully apposed or is kinked, consider utilizing a suitable microguidewire and/or occlusion balloon catheter to fully open the implant. 20. Verify that the implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred jr. Implant. 21. Caution: carefully watch the fred jr. Implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant.

Event description:
N/a.